Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the foreign material could not be identified and it is likely the foreign material remained on the device due to improper reprocessing as it was indicated that the proper reprocessing was not performed by the customer prior to device return. This event is detectable and preventable by handling device in accordance with the following IFU. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found on the forceps elevator, likely due to the device not being properly reprocessed. There was no patient involvement.